Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. The patient was in normal condition after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.